Manufacturer narrative:
The technical support identified that the root cause is due to life block sensors.

Manufacturer narrative:
Technical support in conjunction with the customer, reported that after the calibration, all the life block sensor values are out of tolerance with no o2 connected and the blower was turned off. It was also requested that the component needs replacement. The customer confirmed that there was no patient harm associated with the reported event. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 alarmed occlusion while connected to a patient. The patient was removed from the device and transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.